Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation that the machine powers up but when you push the button it doesn't start, and the button is completely dead. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre. And observed the pca burn, led white has low intensity, outlet seal and iso port contaminated. The customer complaint was reproduced. Error codes has been identified. The device was scrapped.